Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the inpen was broken. The customer reported that dial is difficult to turn. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105nnpkna was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Per visual inspection: missing injection foot. No physical damage to cartridge holder or back shell was noted. Front shell does not fit securely to inpen. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Unable to verify customer's complaint for dose knob/dial is difficult to turn due to missing injection foot. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.